Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the lead was stretched at the proximal end while attempting to expose it from the pocket. The lead was compacted back to best normal size, then inserted into the extension receiver. The impedance was tested and was within normal levels. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the physician pulled on the lead end cap to position it to be connected to the extension and that was the point the lead stretched. The patient was programmed and all of the contacts showed good impedance and programming went normally. The patient weight was unknown.